Event description:
As part of the patient's standard glucose monitoring protocol, an evening finger stick was performed using point of care testing via the accu-chek inform ii glucose meter. The initial results displayed a reading of "rrlo with a message w-510 out of reportable range, verified with venous collection. Repeat tests were done using other accu-chek inform ii glucometers that displayed the same results. Staff interpreted the error messages displayed as the actual glucose reading and reported these results to medical staff. This misinterpretation of the blood glucose level being 510 resulted in the patient receiving additional insulin coverage. A review of the case and blood glucose management was undertaken and it was determined that the display message from the device contributed to staff misinterpretation of results. It was further determined that the actual display from the accu-chek inform ii may represent a design flaw in that it displays a numerical value associated with an out of reportable range message that would require further medical management.